Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 14 states, ¿postoperative bone fracture and pain.¿ this report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-05080 and -08429).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient medical record reports patient underwent an initial right total hip arthroplasty (B)(6) 2010. Patient operative notes dated (B)(6) 2012 report patient was revised due to hip pain secondary to eccentric poly wear and malpositioning of the acetabular cup. The cup, modular head, and poly liner were removed and replaced. Patient medical records further report that patient went into acute renal failure postoperatively with creatinine levels elevating to 1.8 and potassium levels to 7. Renal and medical consults were obtained and kidney function issues including lab values and hyperkalemia were resolved. Additionally, patient's hemoglobin was 6.3 on postoperative day 3, most likely as a result of dilution secondary to hydration to treat her renal function. Patient was transfused 2 units of packed cells and was placed on iron. Review of the invoice record confirms the (B)(6) 2010 initial implant date as well as the (B)(6) 2012 revision date. To date, no invoice record has been found for this patient matching the reported (B)(6) 2009 implant date.